Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device therapy delivery test failed. The device was evaluated at customer site by philips fse. Based on the information available, it was determined that product has malfunctioned and the cause is due to a component failure. Customer ordered dfm100 assy therapy to fix the reported issue and the product is back in service. The reported problem was confirmed. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.